Manufacturer narrative:
Additional information was received that the setscrew was not left inside the patient's body. The setscrew fell on the floor.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. The complaint the septum cover was missing for ports b/d was confirmed by visual inspection. Also, the setscrew for port b was not returned. The root cause of this anomaly was unknown. The possibility that electrical leakage could cause discomfort at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing discomfort at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a revision procedure wherein device malfunction was suspected with the ipg intra-operatively. When the physician opened the pocket site, the rubber cover of the screws on the side of the battery was coming off, exposing the screws inside of the patient. The lead could not come out of the port. The physician decided to cut the lead and remove the ipg. Everything was explanted.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a revision procedure wherein device malfunction was suspected with the ipg intra-operatively. When the physician opened the pocket site, the rubber cover of the screws on the side of the battery was coming off, exposing the screws inside of the patient. The lead could not come out of the port. The physician decided to cut the lead and remove the ipg. Everything was explanted.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a revision procedure wherein device malfunction was suspected with the ipg intra-operatively. When the physician opened the pocket site, the rubber cover of the screws on the side of the battery was coming off, exposing the screws inside of the patient. The physician tried to unscrew the lead but the screw fell out of the port. The lead could not come out of the port. The physician decided to cut the lead and remove the ipg. Everything was explanted.